Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole in the balloon 6mm from the tip. There is blood present in the hub, inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on the product analysis completed on (B)(6) 2019. It was reported that a balloon would not inflate. A 2.50mm x 12 mm emerge balloon was advanced but the balloon would not inflate. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, returned device analysis revealed a pinhole in the balloon.